Event description:
On 10/07/2021 it was reported by an arthrex employee via email that an ar-1981-10s transfer system oats device bent during an ankle surgery. The surgeon completed the procedure using a new device with the same part number. There was no patient effect reported. Additional information provided on 12/30/2021 : the calcaneus receptor sample was to be taken from the patient. Sclerotic bone is performed at the time of inserting the device to prepare the receiving area, the edges are bent and nicked.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Per initial complaint report, device was discarded by the facility. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during insertion.